Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported from the office of (B)(6) that a glidewell ht implant ø5.0 x 10 mm experienced an implant fracture during implant placement at tooth location #19. Reportedly, the implant had smashed threads and placement required thread tapping. The patient presented with the issue on (B)(6) 2026. The implant was placed and removed on (B)(6) 2026. The implant was removed using a standard implant driver. The implant was not placed following immediate extraction and was not immediately loaded. Infection was reported at the time of the event. The implant was replaced with a product similar to the complaint product. No abnormalities with the implant or packaging were reported.